Event description:
Additional information received by the customer reported the issue occurred after a diagnostic procedure was completed using the device. The customer noted the provation system was only giving a green box for the images and they could not save the images. The olympus monitor was noted to have an image and was working.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "841 imager." Additional information added to fields: b5, h3, and h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined since the device was not returned for evaluation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center has no image on the provation computer. The customer changed out the black box, but it did not resolve the issue. The customer was advised to attempt connecting the serial digital interface out to a monitor. Subsequently, the customer reported that one connector was plugged into the in port, and they also replaced the universal serial bus filter box from the processor to the provation computer. It appears there are two issues, from overlooking the connection being plugged into the in port instead of both being plugged into the out ports. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.